Event description:
The manufacturer received information alleging a whisper swivel disconnected from the ventilator circuit during use. There was no harm or injury reported. The whisper swivel has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a whisper swivel disconnected from the ventilator circuit during use. The actual whisper swivel used was not returned. Brand new whisper swivels were returned for evaluation. The hme (heat and moisture exchanger) used by the customer was not available to be tested with the whisper swivel. The whisper swivel was tested with a covidian dar hme. The manufacturer could not confirm the complaint and could not determine a root cause for the complaint.